Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to product problem. (Both was checked in previous MDR). Box b2 was corrected to blank. (Previously it was other serious). Box h1 was changed from serious injury to product problem. Box h6- health effect - impact code was updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of pressure in his chest and lungs, dizzy. At this time, no medical intervention has been reported. The device was returned to the manufacturer's service center for further evaluation. The manufacturer service center concludes that unit passed final test. Updated evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of pressure in his chest and lungs, dizzy. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.